Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested med records and investigations are pending. A supplemental medwatch reports will be submitted when med records are received. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) pt called to report a drain complication upon returning from the hosp due to the pt experiencing shortness of breath (sob) during treatment on (B)(6) 2014. Upon follow-up with the peritoneal dialysis (pd) pt's nurse it was reported the pt was hospitalized on (B)(6) 2014 with a chief complaint of severe shortness of breath. The nurse stated the pt had a history of cardiovascular issues, which may have attributed to the pt complaint of shortness of breath. The pt was discharged from the hosp on (B)(6) 2014, and as of (B)(6) 2014 the pt's signs and symptoms of dyspnea were resolved, the pt continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. Pt med records were requested.